Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that during the stage 2 procedure, upon removal of the lead end cap by the neurosurgeon, the number 3 contact was pulled from the lead. The other contacts (0, 1, 2) were of full integrity. The physician placed the lead in the lead/extension connection. Electrode impedance for the lead was checked, and all were within normal range except contact 3 unipolar and bipolar were all open (>40,000 ohms). The physician removed any exposed wire and then placed it in the lead/extension connection. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the issue was user error. No further complications were anticipated.